Event description:
A totally occluded left anterior descending coronary artery, in a pt with triple vessel coronary artery disease, was predilated with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon for preparation of stent placement. After pre-dilatation, there remained a total occlusion of the left anterior descending artery resulting from the presence of thrombus. A 3.0mm diameter x 30mm length ave gfx stent was placed at the target lesion site to the left anterior descending coronary artery with no change in the blood flow to the artery. Another ave gfx stent, 3.0mm diameter x 12mm length was deployed at the distal end of the previously placed stent with no change in blood flow to the artery. After post-dilatation with a percutaneous transluminal coronary angioplasty balloon. Reopro was administered to the pt to treat the "heavy thrombus burden" and an intra-aortic balloon pump was placed to improve perfusion. The pt was transferred to the coronary care unit and there was no add'l clinical sequelae reported to the event. Medwatch reports have been filed separately for each of the ave devices involved in this event.